Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a hole which caused air bubbles in the line. This event occurred during priming. The presence of the air bubbles had stopped the priming. Upon follow up, the user reported no damage to the cassette when it was first removed from the overpouch. During prime, the homechoice displayed an unknown alarm. The user then removed the cassette from the homechoice and noticed a small hole in the cassette sheeting. The user did not use any sharp object to open the supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.